Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the cup pickup assembly during a periodic maintenance visit; however, the error persisted. A second fse was dispatched and determined that there was a loose incubator hub pin. The incubator assembly was replaced, and alignment and temperature checks were performed. Patient samples were run without further issues after customer performed calibrations and controls. The aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 4151 (c.trans - z home detect error) was the index in on the incubator was loose causing excessive play in the rotor plate.

Event description:
On (B)(6) 2016, it was reported that the customer received error 4151 (c.trans - z home detect error) on the aia-900. The issue did not resolve after cleaning or resetting. The customer is unable to run patient samples on luteinizing hormone (lhii) and follicle stimulating hormone (fsh). On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for luteinizing hormone (lhii) and follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.